Event description:
It was reported that the lead was attempted to be implanted in the right atrial (ra) but was not used due to dislodgement. A new lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated damage at implant. (B)(4).